Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coils (pod pcs), a non-penumbra microcatheter, and catheter. It was reported that the patient anatomy was mildly tortuous and calcified. During the procedure, the physician implanted a ruby coil in the target location. Subsequently, when advancing a pod pc approximately 2-3cm into the hub of the microcatheter, the physician kinked the pusher assembly of the pod pc. Therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed a pusher assembly kink. If the device is advanced against resistance or is otherwise mishandled during use, damage such as a kink may occur. Further evaluation revealed that the pusher assembly was stuck within its introducer sheath. This damage was likely incidental to the reported complaint; however, this damage prevented the pod pc from being re-sheathed and, therefore, functional testing could not be performed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.